Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patients pc displayed the message generator has reached end of service. Company manufacturer were unable to communicate with external device and ipg was deemed inoperable. Surgical intervention is planned to address the issue .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced and reportedly effective therapy was restored.